Event description:
A customer had a problem with the meditrace defibrillation pads. The customer states that the male patient was in cardiac arrest. Event occurred on march 28, 2006. They tried to deliver shock, however when connected to the machine, they kept getting a "connect electrodes" message at the prompt. Following this, the ambulance took the patient to the hospital. The fire department had no further information.